Manufacturer narrative:
D10: concomitants: 120-65-25 - bone screw 6.5mm dia x 25mm long 1806305. 120-65-30 - bone screw 6.5mm dia x 30mm long 1795506. 136-36-52 - nv gxl lnr, +5lat, 36mm g2-52/54mm cups (B)(6). 142-36-93 - cocr fem head 36mm -3.5 offset 12/14 1730929. 160-33-13 - nv splined ha rdd x/o sz 13 1431019. 180-01-52 - nv crown cup clstr hole 52mm group 2 1858037.

Event description:
It was reported a 73 yo patient, initial right hip implanted in (B)(6) 2010, underwent a revision procedure in (B)(6) 2024, approximately 13 years 11 months post the initial procedure. Poly wear over time reported. The patient was revised to a 146-36-52 nv exhl lat lnr g2 36mm. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The product will not be returned for analysis due to hospital policies. No device images were provided. No further information.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. H6: corrected investigation clinical codes.